Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the leads were implanted and tested on the pacing system analyzer (psa) with normal values noted. The pacemaker was connected to the leads and at first the values remained normal. Then a message was displayed on the programmer that telemetry was lost and ventricular pacing was not delivered. The external monitor also showed no ventricular pacing was being delivered. The leads were disconnected and reconnected to the device but the issue could not be resolved. A new device was provided and when connected to the leads, normal atrial and ventricular pacing was observed. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report updates the device code in section h6. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A review of device memory found no fault codes or resets. The device was able to communicate with the programmer in the laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the leads were implanted and tested on the pacing system analyzer (psa) with normal values noted. The pacemaker was connected to the leads and at first the values remained normal. Then a message was displayed on the programmer that telemetry was lost and ventricular pacing was not delivered. Wanded telemetry was in use at the time. The external monitor also showed no ventricular pacing was being delivered. The leads were disconnected and reconnected to the device but the issue could not be resolved. A new device was provided and when connected to the leads, normal atrial and ventricular pacing was observed. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the leads were implanted and tested on the pacing system analyzer (psa) with normal values noted. The pacemaker was connected to the leads and at first the values remained normal. Then a message was displayed on the programmer that telemetry was lost and ventricular pacing was not delivered. The external monitor also showed no ventricular pacing was being delivered. The leads were disconnected and reconnected to the device but the issue could not be resolved. A new device was provided and when connected to the leads, normal atrial and ventricular pacing was observed. No adverse patient effects were reported. The attempted device was expected to be returned for analysis. Additional information was received that wanded telemetry was in use at the time.